Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for an elevated blood glucose (bg) level of 400 (mg/dl). Customer was treated with intravenous insulin for a few hours and released with a bg level of 265 (mg/dl). Customer reported that they were feeling better at the time of being released.